Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant following the patient's kidney transplant on march 20, 2011 the patient underwent a follow up ercp procedure. The pathfinder guidewire used during the procedure broke into the patient's pancreatic duct and could not be retrieved. The patient underwent an additional ercp to retrieve the pathfinder, but the procedure was unsuccessful and the patient developed chronic pancreatitis. On (B)(6) 2012 the patient underwent an invasive surgical procedure to remove the broken guidewire fragment. It is unknown if the procedure was successful. No further information is available regarding the details of this complaint.

Manufacturer narrative:
(B)(4) for the reported event of guidewire detachment. (B)(6). The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.